Manufacturer narrative:
Section a: patient information was requested but was not provided due to hospital confidentiality. Sections h3, h6) the tool mr8-t12mh30d lot no:0232512426 has not returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a unilateral biportal endoscopy (ube) spine surgery, there was a malfunction. The handpiece had a temperature increase and was stuck in the attachment. The telescoping base attachment was reported to also have some tiny part dislodged, noted to be potentially from the attachment. The telescoping curve attachment and it was found that a tiny part was dislodged but was unknown whether it was from the telescoping base or curve attachment. Additionally, the dissecting tool was broken and it was found that some tiny part was dislodged. There was no clear information on how the accident occurred. The broken dissecting tool still had some broken part from the attachment. The procedure was completed with backup products. It was unknown whether there was a surgical delay or if there was any intervention performed. The patient was alive with no injury.